Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having cough. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
The manufacturer received new and relevant information on 03/24/2025. During the evaluation of the device at the third-party service center, the device was visually no foam particles were observed. The third-party service center found the evidence of contamination of dust/dirt, the service center internally/ externally inspected the device was scrapped. Section g3 and h6 have been updated in this follow up report.

Manufacturer narrative:
The device is in scope of recall, report is reference to the field safety notification (fsn) or recall and also alleging symptoms so please disregard this MDR 2518422-2023-18875-1.